Manufacturer narrative:
Pending results of investigation.

Event description:
(B)(6) 2022: patient presented to the ER for abdominal pain. A patient serum specimen was tested on the cardinal health hcg combo serum/urine cassette and a false positive result was obtained. Confirmatory beta hcg testing performed on the siemens dimension vista provided a negative result of 7 miu/ml. Customer confirms no adverse patient outcomes occurred. No treatment was provided or delayed based on the false positive result.

Manufacturer narrative:
D9: device available for evaluation updated to no. H3: although requested, devices not returned. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical serum samples. The results were read at 5 and 6 minutes and all devices yielded the expected negative results. Additionally, low level positive samples, 2 miu/ml, were tested and read at 6 minutes. The expected negative results were observed. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. It was reported that the patient sample was tested with a different method and contained hcg at a concentration of 7 miu/ml. This product is designed to consistently detect hcg at and above 10 miu/ml in serum samples. When testing samples with hcg concentrations below this threshold, it is possible for faint positive results to occur, as noted in the package insert. This could not be ruled out as a potential root cause of the complaint. No returned product was received for investigation. Complaints are tracked and trended on a monthly basis. Per the package insert, · a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region after an extended period of time. A line in the test region seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. · as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.